Event description:
Reportable based on device analysis completed on 19apr2024. It was reported that deployment failure occurred. A 190 cm filterwire ez was selected for carotid angioplasty procedure. The device was adequately prepared. However, during the deployment, the filter did not allow to be opened. The procedure was completed with a different device. No complications were reported. However, returned device analysis revealed detachment of the delivery sheath.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6). Device evaluated by MFR.: the delivery sheath completely detached at proximal section. The sheath was stretched and there is evidence of elongation, moreover the wire was bent before reaching the filter and at the distal section. Also, the original pouch was returned, and it was observed that the pouch information matches with the complaint information.